Event description:
It was reported the pt's scs system programmer displayed the "low battery" message. Follow-up identified the pt's scs ipg was replaced with a new one on (B)(6) 2013. The pt was reportedly satisfied with the postoperative programming of his system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.